Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2218-50, serial: (B)(4), batch: 7081442/7084492.

Event description:
It was reported that patient had an infection at pocket incision site. Symptoms of pus, redness, and opened incision were noted. The physician believed that the infection was not device or procedure related but due patient being diabetic which contributed the infection. The patient was prescribed antibiotics and underwent a system explant procedure. The patient was doing well postoperatively.